Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc). The evaluation of the device confirmed the followings; -there was no abnormality in the shape of the device. -according to the instructions of the device, omsc was able to attach the device to the distal end of tjf-260v owned by omsc. However, when attaching and detaching the device, there was a lot of resistance because the device was brand new and the rubber of the device was hard. -the instructions of the device indicates that this device can be attached to the distal end of tjf-260v. Therefore, omsc guessed that the reported event was caused by user handling. There is possibility that the resistance when attaching and detaching the device was greater than the maj-311 that the user had used before. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection before endoscopic retrograde cholangiopancreatography (ercp) procedure, the user tried to attached the distal cover to the olympus duodenoscope tjf-260v. The device didn't remain fixed on the distal end of the scope and fell off from the scope. The user tried to attach some other distal end cover and the same thing happened. There was no report of patient injury associated with this event.